Manufacturer narrative:
Unknown if a patient was involved with this event. Event date is approximated as it was reported to have occurred during 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the green bars of the x-ray part on the system would scroll for a long time and the system would not boot up completely. When the site restarted the system, it was okay. It was unknown if a patient was present when this occurred. This issue was not previously reported to medtronic by the site.